Event description:
High impedance was observed during a generator replacement that was planned for low battery. The lead impedance was greater than 10,000 ohms for the new generator when connected to existing lead. All trouble shooting measures were completed as per protocol. There was no visible evidence of fracture. Both the generator and lead were replaced. The system was sent to hospital pathology and has not been received to date by manufacturer.